Event description:
During a remote follow-up, oversensing episodes were observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. Provocative testing was performed and the noise was unable to be reproduced. A revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient is stable with no consequences.